Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome, other. Information was reported that the patient stated her reason for calling is because the patient would like to have their ins removed. The patient explained that she hasn't used the ins and it's beginning to cause problems with her sciatic nerve on the right side where the ins is. The patient stated the problems with the sciatic nerve have been bothering her the most within the last year, and have been getting worse. The patient stated she would rather have the ins removed than have another ins implanted. The patient also noted that someone tried to help her charge the ins, but noted that she "still couldn't do it". The patient added that she went too long without charging the ins. Additional information received from a manufacturer representative (rep). It was reported that the rep wanted to follow-up on the report of irritation/pain at the ins site, the battery was dead, and the patient wanted it removed. The rep stated that the device was explanted on (B)(6) 2019. The leads are still implanted and intact. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep wanted to follow-up on the report of irritation/pain at the ins site, the battery was dead, and the patient wanted it removed. The rep stated that the device was explanted on (B)(6) 2019. The leads are still implanted and intact. No further complications were reported. 2019-07-23 (rep): additional information was received 2019-07-23. It was reported that the ins was discarded. It was unknown why the leads were left implanted in the patient. No further complications were reported/anticipated.